Manufacturer narrative:
The insulin pump had no button response on the up arrow button due to corroded keypad traces. No unexpected numbers ramping or scroll bar moving with no input noted. The device had a severely scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 99 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.